Event description:
Information received from the patient reported that when they were recharging their implantable neurostimulator (ins) they saw a pow ER-on-reset (por) and the therapy stopped. There was no overdischarge (od) related to the por. The patient was able to bypass the por message and start a recharging session. The indications for use for the implanted device were noted as failed back surgery syndrome and spinal pain. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.